Manufacturer narrative:
Event description, corrected data: it was inadvertently not provided on follow-up report #1 that the products were received for analysis. Explant date, corrected data: the explant date was inadvertently not provided on follow-up report #1. Received date, corrected data: the date the manufacturer received the product was inadvertently not provided on follow-up report #1. Device evaluated by manufacturer, corrected data: the device evaluated by manufacturer field was inadvertently not marked correctly. Evaluation codes, corrected data: the evaluation codes were inadvertently not provided on follow-up report #1.

Event description:
The patient's devices were received by the manufacturer. Analysis is underway, but has not been completed to-date.

Event description:
Information was received from the provider that death was a suspected accidental overdose, and that it was not related to the vns.

Event description:
It was reported by a physician¿s office that a vns patient died on (B)(6) 2016 and they did not know the cause of death. The state will not release the death certificate to the manufacturer. Additional relevant information has not been received to-date.

Manufacturer narrative:
(B)(4).

Event description:
Analysis was completed for the returned generator. The device output signal was monitored for more than 24 hours, while in a simulated body temperature environment. Results showed no variation in the output signal and demonstrated the expected level of output current for the entire monitoring period. The diagnostics were as expected for the programmed parameters. An electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 3.046 volts and was not at an end-of-service condition. The downloaded data revealed that 10.549% of the battery had been consumed. There were no performance or any other type of adverse condition found with the pulse generator. Analysis was completed on the returned lead portions. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, and no discontinuities were identified. There is no evidence to suggest an anomaly with the returned portion of the device. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Follow-up from the treating provider indicated that on (B)(6) 2016, the magnet had been activated, and an autostimulation had occurred about 3:30.